Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed and the exposed soft cannula was not observed to be bent or kinked. Inspection of the hard cannula found no damages or deficiencies that would contribute to infusion site swelling. The exact cause of the reported infusion site swelling event could not be determined, and no problem was found regarding the reported cannula bent/kinked event. After multiple attempts, the pod data was unable to be downloaded. The pcb assembly was removed and inspected; no damages or deficiencies were found. It could not be determined why the data was unable to be downloaded. The top housing was observed to be cracked. No internal component damage or fluid ingress was observed. The exact time and cause of the top housing damage could not be determined.

Event description:
It was reported the patient's blood glucose level rose to 19.6 mmol/l (352.8 mg/dl) while wearing the pod between 5 and 24 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent and the site appeared swollen. No specific treatment information was provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.